Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the handle did not allow 3 shells to be clamped on it and would not allow adapter to be attached. The sales representative tried different shells and adapters but issue  did not resolve. The handle would be replaced under warranty. There was no patient involvement.